Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a kink in the hypotube that was located 76 mm from the strain relief. There was no other damage or irregularities.

Event description:
It was reported that the device was fractured. The target lesion was located in left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, an unknown stent was difficult to implant after balloon inflation due to the severe vascular distortion and calcification. The stent was difficult to implant after the balloon was inflated. Subsequently, it was noted that the guidezilla was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable.

Event description:
It was reported that the device was fractured. The target lesion was located in left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, an unknown stent was difficult to implant after balloon inflation due to the severe vascular distortion and calcification. The stent was difficult to implant after the balloon was inflated. Subsequently, it was noted that the guidezilla was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable.